Event description:
Boston scientific received information that while undergoing chiropractic treatment, the patient with this implanted cardiac resynchronization therapy defibrillator (crt-d) heard a spark inside of her and got shocked. This chiropractic therapy involved a low voltage wave for muscle tightness. It was determined that the patient was shocked because of sensing of electromagnetic interference (emi). The patient felt dizzy, lightheaded and tired after the shock. It was determined that the patient had been very badycardiac and had experienced pacing inhibition, which likely lasted more than 2 seconds. No adverse patient effects were reported. The crt-d remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.